Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of, ¿pump failed the buzzer test during testing.¿ the unit was triaged and the customer¿s reported condition was confirmed. Component u14 in the buzzer circuit was found damaged. A trend has been identified and a corrective has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the enteral feeding pump failed the buzzer test during testing.